Event description:
It was reported that the multifocal intraocular lens(iol) was exchanged for a monofocal iol due to the patient's dissatisfaction with his vision. Consulting surgeon could not confirm why the patient experienced vision problems stating nothing wrong with the patient's eye. The reporter advised that there was nothing wrong with the iol.

Manufacturer narrative:
Visual inspection of the present optic parts took place and no optical deviations could be found. Manufacturing records were reviewed and showed no deviations. Our investigation revealed no deviations suggesting this event was not caused by the intraocular lens. At the date of this report, amo has provided all available information. No further information is available or expected

Manufacturer narrative:
The lens was received and is currently under evaluation at the manufacturing site. The lens met all specifications prior to release. Halos are a known and labeled possible side effect of all multifocal lens implants. All information currently available is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.